Event description:
It was reported that the implantable neurostimulators (ins) were implanted after the use before date.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v026844, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).